Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the alarms did not work for over temp when the water fluid was low. There were unknown patient harm or adverse effects as a result of the event.

Manufacturer narrative:
B5 - b7: corrected. D3. Manufacturing plant address, city, zip code: corrected. Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual inspection and functional testing performed during analysis. The customer reported complaint was verified by functional testing. The probable cause is the faulty float switch. No action will be taken due to the condition of the device; it was deemed beyond economical repair and will be scrapped. It did not run as device failed safety testing.

Event description:
There was no patient involvement, and no patient harm/adverse event reported.